Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 7f amplatzer torqvue delivery system was selected for use. During use after introduction into patient, it was reported that the "connections were leaking." Significant saline leak from the side arm was reported. The torqvue was exchanged for a new 7f amplatzer torqvue delivery system, which was used to complete the procedure. The patient status was reported as unknown.

Event description:
N/a.

Manufacturer narrative:
It was reported and confirmed that the hub of the y-connector extension tube was cracked. Investigation revealed a fracture on the screw part of the extension tube, which, upon further testing, was identified as the likely cause of the leak. As the event appears to be related to a potential product quality issue, exception issue 133969 has been initiated to further investigate this complaint. A review of the device history record confirmed that all manufacturing and inspection operations were properly performed and that the product met all specifications prior to shipment.